Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated he disconnected from the machine and returned to machine during drain 1. The hp stated he reconnected and received the se 2240. The batch review was not performed because the lot number was unknown. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1. The hp stated he disconnected from the hc and returned to machine during drain 1 of 3. The hp stated he reconnected and received the se 2240. The technical service representative (tsr) instructed the hp to cycle power to clear alarm. The tsr advised the hp to inform the peritoneal dialysis nurse of alarm. The hp confirmed to set up the machine with new supplies. The technical service representative (tsr) advised the hp to monitor the initial drain to ensure full dwell has emptied before fill 1 begins. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.